Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their previous implantable neurostimulator (ins) started acting a little funny and was replaced on (B)(6) 2014. The patient stated that the issue started about a month before the device was replaced. No patient symptoms were reported and there were no complications. Indication for use is other chronic/intractable pain (trunk/limbs).